Event description:
A male pt rec'd a 3.0 x 23mm bx sonic stent in the obtuse marginal. At the 8 month follow-up the pt had angina. There was angiographic stenosis and the target lesion was revascularized. There was 65% occlusion. Patient was treated with an unknown stent.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.